Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 6/2/15 -pfs and medical records received. After review of the medical records for MDR reportability, no labs were provided for the alleged high metal ions. The stem is now being added to the complaint and part/lot is being updated. The complaint was updated on: 7/1/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update received 05/20/2016. The sales rep has reported the revision surgery. Patient was revised to address pain. There is no new information that would change the existing MDR decision. Complaint was updated on 06/06/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis. Added revision hospital and law firm. Corrected date of event.